Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported post-operatively to a pulse field ablation procedure, the patient developed left arm weakness and was evaluated at a hospital, where magnetic resonance imaging identified an acute cortical right middle cerebral artery infarct. The patient was transferred to another hospital and remained inpatient from (B)(6) 2025 through (B)(6) 2025. Following hospitalization, the patient was discharged to rehabilitation due to left lower extremity weakness and subsequently discharged to home from acute rehab on (B)(6) 205. No further patient complications have been reported as a result of this event.